Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. The lid stock was returned with the stapler. Visual examination of the returned sample revealed that the staples appeared severely misaligned and loose in the cover block. The stapler was returned with 4 staples remaining in the cover block, indicating that at least 31 staples were fired by the customer. The trigger was returned engaged. A crack was observed at the front of the cover block. There was no clear evidence of use in the form of biological material present on the device. Proper functional testing could not be completed due to the severe misalignment of the staples. The pusher was unable to move forward in the cover block. The device was disassembled, and it was observed that the saddle spring was disconnected on one side of the cover block. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. Nonconformance was opened to address the saddle spring disconnection issue. A device history record review was performed, and no relevant findings were identified. The IFU for this product, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The rep orted complaint of " misfire/jamming-multiple staples firing" was confirmed based upon the sample received. Visual examination revealed that the sample was returned with its staples severely misaligned and loose in the cover block. A crack was observed at the front of the cover block. The anomaly did not impact the functionality of the device during functional testing. Proper functional testing could not be completed due to the severe misalignment of the staples. The pusher was unable to move forward in the cover block. The stapler was disassembled, and it was observed that the saddle spring was out of position on one side of the cover block. Nonconformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the staplers are unusable because almost all of the staples do not bend and come out in bundles; only about ten have been applied to the skin. Several staplers are affected." Additional information received on november 05, 2025, indicated that "no harm to the patient."

Event description:
It was reported that "the staplers are unusable because almost all of the staples do not bend and come out in bundles; only about ten have been applied to the skin. Several staplers are affected." Additional information received on november 05, 2025, indicated that "no harm to the patient."

Manufacturer narrative:
(B)(4).